Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not ocate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not detected on the bus. A field service engineer found no errors upon arrival, checked the other pyxis on the floor and found no errors. The customer successfully inventoried both the main and auxiliary half height drawers. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, device not detected on communication bus. The customer reported that the malfunction occurred while the user trying to issue medication to patient resulted in delay. There were no adverse events or injuries reported based on this incident.